Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the surgeon and obtained the following additional information: the patient's date of birth. No further patient demographic information or additional narrative of the event was available.

Manufacturer narrative:
Isi has not received the pch instrument involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, the initial reporter claimed that electrical energy arced from a pch instrument. Although there is no evidence that a serious patient injury occurred, if this malfunction were to recur, it could cause or contribute to an adverse event. At this time, the root cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy procedure, the surgical staff claimed that they witnessed an arcing event involving a permanent cautery hook (pch) instrument. The initial reporter alleged that arcing of electrical energy was observed from a wire within the instrument¿s insulation. In addition, the initial reporter indicated that the arcing event caused scarring of the patient¿s liver. On 06/19/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the pch instrument was inspected prior to use and no issues were identified at the time. When the arcing event occurred, the surgeon was utilizing monopolar coag energy with the pch instrument and preparing the vena cava. The generator was set to ¿4¿ for both coag and cut modes. The surgeon did not know if the pch instrument collided with any other instruments during the surgical procedure. The following other instruments were installed or in use when the event occurred: prograsp forceps, maryland bipolar forceps, and a 3rd-party suction instrument. The burn sustained by the patient was described as being ¿superficial¿ and no medical intervention was administered due to the injury. The surgical procedure was completed robotically. No post-operative complications have been reported.

Manufacturer narrative:
Initial MDR h10/h11 submitted on 06/21/2019. 4315 ¿ isi has not received the pch instrument involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, the initial reporter claimed that electrical energy arced from a pch instrument. Although there is no evidence that a serious patient injury occurred, if this malfunction were to recur it could cause or contribute to an adverse event. At this time, the root cause of the customer reported issue is unknown. Follow-up MDR #1 h10/h11 submitted on 07/23/2019. 61 - intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint and completed investigations. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. An additional finding not reported by site: the instrument¿s distal clevis and the proximal clevis exhibited localized melting/arcing damage which was likely due to the damaged conductor wire. This failure is most commonly caused by mishandling/misuse. The ear of the distal clevis was cut to inspect for the potential arcing source. No damages were found at the weld. On 07/10/2019, the site provided a video of the surgical procedure. Based on a review of the video, it was determined that the pch instrument was damaged prior to use in the case. The instrument & accessories (I&a) manual provides the following general precaution and warning for permanent cautery instruments: "warning: always inspect the instrument and instrument tip for abnormalities before use. Do not use the instrument if any abnormalities are observed." The I&a manual also states: "inspection before use - before use, examine the entire instrument for damage. If you observe cracks or other damage, or if the tip appears loose, do not use the instrument. Examples of damage include: defects on the hook or spatula tip, damage to the ceramic piece connecting the tip to the wrist, cracked or broken pulleys, cuts on the insulation over the wires, broken energy cord connector, and cracks or scratches on the shaft. Based on the additional information provided, this complaint is no longer deemed reportable due to the following conclusion: the pch instrument was returned to isi and evaluated. The damage found with the evaluation of the instrument can be attributed to user misuse/mishandling. In addition, a review of the procedure video showed evidence that the instrument was damaged prior to use. Therefore, there is no indication that the pch instrument malfunctioned in a way that could contribute to an adverse event if it were to recur. 4307 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported issue of damaged wire insulation and subsequent arcing. The permanent cautery hook instrument was found to have a conductor wire with damaged insulation. The instrument¿s distal and proximal clevis exhibited localized melting/damage from arcing, which is likely due to energy activation through the damaged conductor wire. No damage was found at the conductor wire¿s weld location. No additional complaints related to this instrument and procedure were reported by the customer. This complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Updated fields: b1: product problem was selected as there is evidence that the reported failure mode could likely cause or contribute to an adverse event if it were to recur. D4: the product catalog number have been populated as it was blank in the previous reports. G1 and g2 have been updated as the manufacturer's contact information has changed. G4 was updated to the date that intuitive surgical, inc. (Isi) completed failure analysis investigations. H5: populated as "no" as this instrument is not a single-use instrument. H6: result codes and conclusion codes updated based on the failure analysis results detailed above. H8: populated as "reuse" as the investigation revealed that this reported issue occurred on the instrument's seventh usage. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. Device expiration date for section d4 was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's seventh usage and, therefore, had not expired. Field d6 is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy procedure, the surgical staff claimed that they witnessed an arcing event involving a permanent cautery hook (pch) instrument. The initial reporter alleged that arcing of electrical energy was observed from a wire within the instrument¿s insulation. In addition, the initial reporter indicated that the arcing event caused scarring of the patient¿s liver. On 06/19/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the pch instrument was inspected prior to use and no issues were identified at the time. When the arcing event occurred, the surgeon was utilizing monopolar coag energy with the pch instrument and preparing the vena cava. The generator was set to ¿4¿ for both coag and cut modes. The surgeon did not know if the pch instrument collided with any other instruments during the surgical procedure. The following other instruments were installed or in use when the event occurred: prograsp forceps, maryland bipolar forceps, and a 3rd-party suction instrument. The burn sustained by the patient was described as being ¿superficial¿ and no medical intervention was administered due to the injury. The surgical procedure was completed robotically. No post-operative complications have been reported.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. 61 - intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint and completed investigations. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. An additional finding not reported by site: the instrument¿s distal clevis and the proximal clevis exhibited localized melting/arcing damage which was likely due to the damaged conductor wire. This failure is most commonly caused by mishandling/misuse. The ear of the distal clevis was cut to inspect for the potential arcing source. No damages were found at the weld. On (B)(6)2019 , the site provided a video of the surgical procedure. Based on a review of the video, it was determined that the pch instrument was damaged prior to use in the case. The instrument & accessories (I&a) manual provides the following general precaution and warning for permanent cautery instruments: "warning: always inspect the instrument and instrument tip for abnormalities before use. Do not use the instrument if any abnormalities are observed." The I&a manual also states: "inspection before use - before use, examine the entire instrument for damage. If you observe cracks or other damage, or if the tip appears loose, do not use the instrument. Examples of damage include: defects on the hook or spatula tip, damage to the ceramic piece connecting the tip to the wrist, cracked or broken pulleys, cuts on the insulation over the wires, broken energy cord connector, and cracks or scratches on the shaft. Based on the additional information provided, this complaint is no longer deemed reportable due to the following conclusion: the pch instrument was returned to isi and evaluated. The damage found with the evaluation of the instrument can be attributed to user misuse/mishandling. In addition, a review of the procedure video showed evidence that the instrument was damaged prior to use. Therefore, there is no indication that the pch instrument malfunctioned in a way that could contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.